Event description:
Caller reported cartridge alarm 30, which affected blood glucose levels, rising to well after 400 mg/dl. The customer took corrective action by administering a bolus via the pump and did not require third-party assistance. Tandem technical support confirmed the need for pump replacement and sent a new pump with updated software, advising the customer on procedures regarding pump storage and replacement to ensure seamless insulin delivery.